Event description:
The surgeon and the distributor rep informed that during the use of this product, some smoke was observed coming out of the product's tip, which was unusual. Also, they stated that it seemed the product was causing some shock to the pt. Pt ID: male. The pt did not have any injury and is now in good condition.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.